Event description:
Event description boston scientific received information that this patient had lost a lot of blood during a medical procedure yesterday. The physician reported a potential intermittent loss of ventricular capture during the procedure. Today, ventricular measurements were appropriate as the caller reported normal pacing and excellent threshold measurements. The caller did note a definite change in the qrs morphology on the surface ecgs and suspects intermittent fusion. The av delay is programmed to dynamic with 110-180 and av offset of 30. There was one atr episode stored from yesterday and the patient has been experiencing intermittent atrial arrythmias. P-waves are normal and review of the daily measurements confirmed stable intrinsic measurements and impedance.